Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf. Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 04/03/2017, that the patient reported a skin reaction on (B)(6) 2016. The sensor was inserted into the abdomen on (B)(6) /2016. On (B)(6) 2016, the patient stated the location of the sensor wire started hurting. On (B)(6) 2016 the insertion site started itching. On approximately (B)(6) 2016, the patient removed the sensor due to itchiness and pain. Skin reaction was located underneath the sensor adhesive. Patient described the reaction as red and stated that the skin around where the sensor wire was inserted was a little raised. On (B)(4) 2017, the patient saw his doctor and asked about the skin reactions. The patient stated his doctor said this can happen, and told him he can use only the blood glucose (bg) meter if he wants. The patient was not prescribed any medication. At the time of contact, the patient was doing well. No additional patient information is available.